Manufacturer narrative:
Submit date: 07/21/2016. The actual sample involved in the reported incident was not returned for evaluations. No additional information, pictures or videos were received. Since no sample was returned for examination, it was not possible to evaluate it as part of a comprehensive failure investigation. A device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, possible causes for this failure were identified as: inspection not performed, defective material, user misuse, malfunction, or operator not following procedures. A corrective and preventative action (cap) will be addressing this failure mode and no further corrective or preventive actions were required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plan are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer reports the catheter was inserted on the (B)(6) 2016 and the ultem adapter was broken on the (B)(6) 2016 (arterial ultem adapter). At that time a couple of dialysis treatments were done. This happened while unsealing the caps. A fresh catheter was inserted and hemodialysis was performed.

Manufacturer narrative:
Submit date: 09/30/2016. Correction issued to include sample evaluation for sample that was returned after the initial closure. The sample was returned for analysis and investigation; it consisted in one red adapter and one blue adapter that came inside a generic plastic bag and present signs of use. A visual inspection of the sample revealed the red adapter with a cavity 8 was found broken on the thread pitch area; the adapter was returned with a missing fragment. The blue adapter has a crack on the thread pitch area. In the cavity 6 at 270 degrees since injection point respectively. Both adapters present marks that could indicate the use of some instrument. This condition reported has been confirmed. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information and the result of the DHR review that showed no deviations, it can be concluded that product was manufactured according to specifications and it functioned as intended for the reported amount of time; therefore it can be concluded that the adapter was more likely damaged during use. The most probable root cause can be considered as unintentional misuse. As per the instructions for use adapter over tightening can cause a crack in the palindrome catheter. This issue is being addressed by a formal corrective and preventative action. No additional actions are required. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for (B)(4) 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.